Event description:
Glenosphere has disassociated from the baseplate device implanted on (B)(6) 2012. Revision surgery scheduled for (B)(6) 2012.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.